Event description:
The caller reported that the customer stated that a patient required re-intubation and they are calling it a blown cuff. She stated that they are not actually documenting the reason for the re-intubation and it could be because the patient self extubated. The caller states that the customer did not provide lot numbers and has no tube to return.

Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. The lot number was provided, and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device.